Event description:
Additional information stated that the patient received left primary attune tka to treat left knee osteoarthritis with tricompartmental degeneration. The patella was resurfaced and depuy cement x 1 was utilized. The procedure was completed without complications. Primary part/lot information provided on page 6 of the medical records. Patient received left knee revision due to tibial tray loosening. Upon entering the joint, the surgeon confirmed the tibial tray was loosened and completely debonded at the cement to implant interface. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with attune revision products utilizing competitor cement. The procedure was completed without complications. Revision part/lot information provided on page 12 of the medical records.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. Revised tibia and insert to attune rp rev tray/stem/insert. No further patient information available. Doi: (B)(6) 2015; dor: (B)(6) 2019; left knee.